Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 5.7 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as no aortic neck angulation; 20mm aortic neck diameter at the renal arteries and 21mm at 15 mm below the renal artery. It was reported that a small amount of type IV endoleak was confirmed from the main body. No intervention was reported. No clinical sequelae were reported, and the patient is fine.